Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the batteries were depleted after 3 weeks of the system being unplugged from the power source. Batteries were replaced and the system is full functional. After the repair it was discovered that the power conversion enclosure was faulty. It is power cycling and there is no voltage present at j8. A second system checkout was done, after the power tray upgrade, and the power conversion enclosure replacement, system check out completed. The system is functioning normally after repair. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000162, bi71000163, bi71000860, bi71000861 h2) correction: the initial MDR submitted was filed incorrectly on the system component. Section d and g have been updated with the correct information. This also impacts MDR 3004785967-2021-00652 which should not have been filed on the system component. This should have only been reported on the overall system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure the system was left unplugged and there were no cases for three weeks. Now the system's battery is completely depleted and has been charging for three days without charging back up. There was no patient present.

Manufacturer narrative:
H2: concomitant product bi71000176 lot #: rev. 2 : s/n (B)(6), concomitant product bi71000195 lot #: rev. 2 : s/n iec (B)(6). H2, h3: the returned power conversion enclosure failed bench testing. Transistors q28 and q14 failed, they were shorted. Previously reported codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.